Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record traceable to the reported lot numbers, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. A review of the technical service onsite showed no abnormalities that could have contributed to this event. Within the preventive maintenance program, the device was regularly serviced and was successfully verified per service and installation record. Under the associated activity, the local field service engineer performed a trouble shooting the side cut issue, replaced the f-theta, tested the system and it meets all company specifications. The replaced component was returned to manufacturer and was investigated under the non-conformance investigation, which showed that the component application interface showed a missing screw and a broken spring. The investigation further concluded that the broken spring was likely a result of the missing screw. The investigation further concluded this event to be a singular case with no indication of a recurrence with other devices. The review of logfile for the treatment day shows all laser system functions were within specifications. The vacuum check, the energy check and three ablation checks were performed. The reported treatment could be identified in the logfile and was finished successfully without any issue. The thickness of the flap was thinner than the recommended flap thickness. Review of the logfiles for the treatment day shows no relevant warning or error messages. No technical root cause could be identified. The system was working within specification. The root cause for customer's reported event could not be identified conclusively. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported incomplete side cuts in the right eye of a patient, during lasik surgery. There are two related reports for this patient. This report addresses patient's hs, right eye and another manufacturer report will be filed.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).